Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient encountered infusion set cannula was kinked within 3 or more hours after insertion which led to high blood glucose level of 326 mg/dl. The insertion site was at side of abdomen. The customer obtained their blood glucose value from continuous glucose monitor (cgm) only. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. The patient received correction bolus via pump. The issue got resolved by replacing the infusion set and resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.